Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 19-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager refrigerator failed. A field service engineer (fse) inspected the latch component and found some oxidations present on the microswitches and removed the oxidation and reseated the latch connections. The fse rebooted the device and used the diagnostics application to troubleshoot the remote manager. The latch component was found to be fully functional and then rebooted to the es application, and the customer successfully inventoried the device without any issues or failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager refrigerator was failed to unlock or open. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.